Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, episodes of mode switch, far field r-wave oversensing, and myopotential oversensing due to noise were noted on the right ventricular lead. Isomentric testing was performed and noise could not be reproduced. Technical support was contacted and provided programming recommendations which will be completed at the next follow-up in. The patient was stable with no consequences.